Event description:
Ref imp report: (B)(4).

Manufacturer narrative:
Document review: amistem h femoral stem size 1 std: ref (B)(4)/lot 124749 (58 stems produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing, including washing and sterilization cycles. Forty-nine stems belonging to this lot have been already implanted and no other incidents have been reported up to now. The cause of the loosening is unk and, from the data collected, there is no evidence that it is device related.